Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered six inappropriate shocks while the patient was in bed. Later that same year, another inappropriate shock was delivered. It was noted that the clinic reprogrammed this s-ICD system. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.